Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that every single button just lights up the screen. Customer has had the device in his pocket. Blood glucose value is unknown. Nothing further reported.